Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the pump history shows a 0.00u basal program on event date (B)(6) 2016. A 0.00u basal rate was also observed from (B)(6) 2016 the black box (bb) showed a replace cartridge alarm and deliveries resumed. A replace cartridge alarm was recorded on (B)(6) 2016 but deliveries resumed. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. The total daily doses added up correctly & reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately. Unable to duplicate the compliant. Unrelated to the original complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal delivery totals in total daily dose did not match active basal program total with no known cause for variation. There was no associated adverse event with this issue. This complaint is being reported based on the allegation against the delivery function of the pump.